Manufacturer narrative:
No service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. Provided ventilator logs includes technical error codes indicating a communication failure but ventilation continued unabated. No investigation has been possible, therefore the root cause of the generated technical error code has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient a technical error coed indicating a communication failure was generated. According to the hospital the respiratory rate increased from 15 b/min to 64 b/min. There was no possibility of the other parameters because the screen had frozen and no curves were being displayed on the screen except the technical error code. According to the hospital the high respiratory rate was causing ineffective ventilation. The final patient¿s outcome is unknown. Manufacturing ref. #: (B)(4).